Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 194mg/dl. Troubleshooting was performed. Reviewed the alarm history and found that the insulin pump alarmed no delivery several times. The time and date were correct. The bolus history and basal day matched with the daily totals. Ran a fixed prime test and insulin did not exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.